Manufacturer narrative:
The reported complication is a known inherent risk associated with use of the device.

Event description:
The baylis medical company powerwire radiofrequency (rf) guidewire kit (ewk) was used in an ablation procedure for ventricular tachycardia to gain access to the left ventricle. The rf guidewire was used with an sl-4 transseptal sheath to cross the interventricular (ivs) septum from the right ventricle to gain access to the left ventricle. With the rf guidewire outside of the sheath and dilator and tenting against the ivs, rf energy was applied using the rfp-100a generator. Immediately following rf energy delivery, the patient experienced ventricular fibrillation (vf). Defibrillation was required to bring the patient back to normal sinus rhythm. Four additional attempts were made to gain access into the left ventricle. In each case, the patient experienced vf and intervention was required to bring the patient back to normal sinus rhythm. Once access was gained to the left ventricle, the rf guidewire was removed and the rest of the procedure completed.